Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to vibrate and provide an acoustic alarm for an e-7 error; the device did show the e-7 on the display of the infusion device. The patient received a blood glucose result of 25.6 mmol/l. The patient experienced elevated blood glucose symptoms and was nauseous. The patient took himself to the hospital and was treated with pen therapy. The patient was released from the hospital after 3 hours. The infusion device was requested to be returned for product evaluation.